Event description:
It was reported that : while the device was ventilating a pt, the user reported hearing an audible alarm, observed that the display went blank, and the device stopped ventilating the pt. The pt was transferred to another device. No pt injury.